Event description:
According to the reporter, the display of the video laryngoscope did not turn on. It was unknown if there was patient involvement at the time of the reported event.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the a test battery was used with the customer¿s device and the customer¿s complaint was not found. There was no screen or display issues. The power was kept on for 10 minutes and there were still no issues found. Ingress testing was completed and it was found that the device had increased in mass by 1.170 grams (cl-15756). There was also water leakage observed from the device¿s screen. In addition, a test battery was put into the customer¿s device and the display would not work. It was reported that the device display was blank. The reported issue was confirmed. The most likely cause was traced to component failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.